Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited possible t-wave oversensing (twos) post biventricular pace. Additionally, the right atrial (ra) lead exhibited possible undersensing on stored atrial tachycardia/atrial fibrillation episodes in which the arrhythmia appeared to continue after it was classified as terminated. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.